Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2021-00567. A physician reported a certas valve (828804) and a bactiseal catheter kit (823072) were implanted in a (B)(6) year-old male patient via v-p shunt on (B)(6) 2021 with valve setting 4. The patient developed headache and valve obstruction was suspected. Shunt contrast was performed on (B)(6) 2021 and obstruction in the abdominal side was observed. The valve and catheter were removed on (B)(6) 2021, and have not been replaced. The symptoms improved after removal.

Manufacturer narrative:
The codman bactiseal catheter kit was returned for evaluation. Failure analysis - the 30mm bactiseal peritoneal catheter was visually inspected; no defects were noted. The catheter was irrigated no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device at the time of investigation the no occlusion issues were noted with the catheter.

Event description:
N/a